Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated. The prescribed antibiotics was given as prophylaxis to prevent infection on the incision site.

Event description:
A report was received that the patient had pain at the ipg site. Antibiotics were prescribed. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had pain at the ipg site. Antibiotics were prescribed. The patient will undergo a revision procedure wherein the ipg will be relocated.